Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient followed up in 2008 complaining of urgency. In (B)(6) 2011, the patient reported frequent urinary tract infections (uti's). The patient also said she felt an occasional pinching in her bladder. In 2012, erosion was reported by the patient to the doctor. The patient followed up with a different physician in which the erosion was removed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.